Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A hospital case manager reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 899 mg/dl. The caller reported that the insulin pump may not be functioning properly. The customer was wearing the insulin pump at the time of admission, but it was later removed by hospital staff. During troubleshooting, the caller reported that there were air bubbles present in the tubing. The insulin pump was not replaced or returned for analysis.